Event description:
The customer reported to beckman coulter (bec) that 1 ml of clear fluid moisture was found in the area of the peltier module of the coulter hmx hematology analyzer with autoloader around the black connector. The leak was discovered while trouble shooting, and was contained within the instrument. The instrument generated a lyse ambient temperature error message. Personal protective equipment (ppe), consisting of a laboratory coat, gloves and face protection, was worn by all operators when the leak was discovered and while trouble shooting. No one was injured or splashed as a result of the leak. There was no biohazard exposure to open wounds or mucous membranes. The laboratory has a biohazardous spill cleanup procedure. No patient sample results were affected by the leak. No erroneous results were generated in connection with this incident.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse stated that he found a non-blood fluid leak behind the complete blood count (cbc) module due to worn/torn lyse restrictor tubing from the back of the cbc module. The fse replaced the tubing to resolve the issue. The fse also replaced the peltier assembly and verified and inspected procedure check list, then performed a start up and quality control (qc); all results passed. The fse indicated in an additional communication that moisture on the peltier module (plb1), was due to a fluid leak from the tubing which caused the peltier to short out. Failure mode was attributed to worn/torn lyse restrictor tubing on cbc module. However, the instrument generated a lyse ambient temperature error alerting the customer to an instrument problem. (B)(4).